Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2000, a 21mm sjm mechanical valve was implanted in the aortic position secondary to stenosis, a high gradient (70 mmhg) and aortic regurgitation. On (B)(6) 2016, the valve was explanted. Ex vivo, the valve was covered with endothelium and one leaflet would not open. A 21mm trifecta gt valve was implanted. Initially, the patient's sternum was not closed due to hemodynamic instability. Additional information was received that when the valve was examined ex vivo, the valve was covered in pannus.

Manufacturer narrative:
Gtin: unknown, lot number unavailable. Manufacturing location -- unknown, lot number unavailable. The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the serial number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On an unknown date, a sjm mechanical valve was implanted. On (B)(6) 2016, the valve was explanted. Ex vivo, the valve was covered with endothelium and one leaflet would not open. A 21mm trifecta gt valve was implanted.